Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer reported that the numbers were jumping over the next digit when they press a button. The customer's blood glucose was unknown at the time of incident. The customer stated that the numbers were ramping on their own and the scroll bar was moving without input. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test. All buttons functioned properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. The device was received with scratched case.